Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon decided to implant a size 52 acetabular cup after having drilled 52 and done his test but this size 52 cup did not hold.

Manufacturer narrative:
Product complaint # : (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Yes, there was a delay as the surgeon had to re-drill to fit a larger pinnacle cup. The side did not affect this device.